Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was used on female patient weight (B)(6). The autopulse platform was deployed without any issue. The platform ran approximately 50 minutes before pausing manually. After 5 tries, the platform re-started and displayed "re-insert life band" message. After a while the platform shut off completely. The crew then replaced with a fully charged battery, 4 green light leds lit up. However; the platform would not restart at all. No other patient information was provided. Following the event, the platform was brought back to the station to be evaluated. Per the reporter, the platform functioned perfectly without exhibiting any faults or errors.